Event description:
During device analysis, it was noted that the polytetrafluoroethylene (ptfe) coating had peeled off between 34 cm and 38 cm from the proximal end of the guidewire.

Event description:
During device analysis, it was noted that the polytetrafluoroethylene (ptfe) coating had peeled off between 34 cm and 38 cm from the proximal end of the guidewire.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the device was slightly bent on several places along its length. The hydrophilic coating was present on the guidewire, though further examination revealed unknown substances on the distal nitinol section approximately 6cm from the distal end. The unknown substances appeared to be dried coating and blood. The polytetrafluoroethylene (ptfe) coating was noted to be peeled off between 34 cm and 38 cm from its proximal end. The ptfe appeared to be scraped off of the guidewire with the torque device collet. During functional analysis, the guidewire was loaded and advanced into a demonstration excelsior sl-10 microcatheter; friction was noted. Based on the investigation and information available, it is likely that the torque device was insecurely tightened around the guidewire, causing the observed peeling.